Event description:
Further investigation found that the following sids along with the associated patient result generated on the alinity I analyzer were also impacted by the re-use of rvs: sid: (B)(6) vit d result: no result due to exception code 3452 "wash monitoring failed". Sid: (B)(6) vit d result: no result due to exception code 3452 "wash monitoring failed" . No impact to patient management was reported.

Manufacturer narrative:
In the initial submission event, potentially impacted results were suspected for the alinity I vit-d, alinity I cortisol, alinity I ferritin, and alinity I bnp assays. Further clarification was received that only the alinity I vit- d and alinity I cortisol results were impacted. Additionally, 2 additional sids were identified that were impacted. Refer to the event. The following fields were updated to reflect the corrected information: patient identifier- multiple = (B)(6). Concomitant medical products and therapy dates was updated to reflect only the impacted assays.

Manufacturer narrative:
Patient identifier- multiple = (B)(6). Concomitant medical products= alinity I ferritin; list 7p65; lot unknown. Correction/removal report number = 3002809144-06/13/19-007-c. A product correction letter was issued on 10jun2019 to all worldwide alinity ci scm customers configured with the alinity I processing modules to inform them of the issue where incorrect results may occur after a system stop due to the alinity I re-use of reaction vessels. The letter further notifies the customer that the alinity ci-series software version 2.6.2 will be released to resolve the issue and instructs the customer on the operational steps to take that will prevent the issue from occurring.

Event description:
During a data review conducted by us abbott diagnostics software engineering , it was found that four patients had results that were identified as being impacted using a "dirty rv." The following results were found to be incorrect: sample ID (B)(6): vitamin d assay: generated result- 38.42 nmol/l; sample ID (B)(6): cortisol assay: generated result- 1,080.7 nmol/l; sample ID (B)(6): bnp assay: generated result- 1,337.7 pg/ml; sample ID (B)(6): ferritin assay: generated result- 97.04 ng/ml. The incorrect results were determined to be caused by an alinity ci-series software deficiency where the reuse of reaction vessels (rvs) occurred after a system stop. No impact to patient management was reported.